Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received.

Event description:
It was reported that the lead exhibited no sensing and no capture while under bipolar configuration. The patient was in good condition. The lead was explanted.